Event description:
It has been reported to philips that c arm movement not possible. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Fse found the bedsheet was rolled into the c-arm, and c-arm cannot move. Fse removed the bedsheet from c-arm. After which the device was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The bedsheet was rolled into the c-arm which caused the c-arm movement issue. Fse removed the bedsheet from c-arm and no malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.